Event description:
Event: (cc# 98-00346) after iabp for 24 hours, the iab leaked. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 3/19/98. [Patient's current status]: unk - rpt'd 3/19/98.